Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. An attempt to reproduce the reported event using the minimed mobile app (software version 2.8.0) installed on samsung galaxy a15 (android 14) and carelink connect mobile app (software version 3.4.0) installed on samsung galaxy s23 (android 14) with mmt-1880 770g pump (software ver. 5.2a) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). We were unable to conduct a thorough investigation due to lack of diagnostic logs necessary to perform a comprehensive analysis. From the analytic logs we see supervisor timeout errors where pump and phone are disconnected and the data is not processed on carelink . There might be an temporary issue at the time of reporting the issue of not getting the data on cp app. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: disable cross-device service in the phone 1. On your android device, open settings . 2. Tap google , devices & sharing, cross-device services. 2.1. Or search â¿cross-deviceâ¿ from settings. 3. Make sure use cross-device services is off or disabled 4. Follow the instructions in minimed mobile app to establish pairing between pump and phone issue status: confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced issue with carelink connect application was not receiving the data from the patient. The customer reported no adverse event. The event involved product(s) mmt-6111. Troubleshooting was performed and instructions were provided to resolve the issue, no escalation required. Later the escalation was done. No harm requiring medical intervention was reported. No product return is required for mmt-6111.